Event description:
It was reported that the ventricular assist device (vad) coordinator exchanged the patient's external backup battery (ebb), and immediately after the exchange the message replace backup battery was shown on the monitor. The newly installed ebb was disconnected and reconnected, but the alarm message persisted. A new ebb was tried without any issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 11v backup battery producing a replace backup battery alarm out of box was confirmed. The heartmate 3 system controller (serial number: (B)(4)) was not returned; however, the 11v backup battery (serial number: (B)(4)) was. The returned backup battery was found to be charged upon return and no notable exterior damage was observed. The backup battery was connected to a test system controller, power module, and system monitor. The controller was unable to enter charge mode, and the reported event of a replace backup battery alarm was reproduced. When external power was disconnected from the controller, the backup battery was unable to support a mock loop on its own. Further analysis of the circuitry within the backup battery revealed that a component correlating to the charging and control circuity on the pcb had been shorted. This component was replaced, and the replace backup battery alarm was no longer active. The repaired backup battery was then functionally tested, and was able operate a mock loop as intended. The root cause of the reported event was determined to be the shorted component within the battery; however, a further root cause for the damaged component was unable to be conclusively determined. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(4), revealing that the battery passed all inspection testing. The heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace backup battery alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.